Manufacturer narrative:
The distal marksman tip remains in the patient and the remainder has not been returned; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of marksman separation. The patient was undergoing treatment for ischemic stroke. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the marksman was advanced through a reperfusion catheter. The reperfusion catheter kinked preventing the thrombectomy device from advancing. While pushing with force, 7mm of the distal tip of the marksman separated lodging in the cavernous ica. The marksman segment remains in the patient. There were no reports of patient symptoms in association with this event.

Manufacturer narrative:
The marksman catheter was returned. The marksman catheter was decontaminated. The marksman catheter total length and the useable len gth were measured to be within specification. Upon visual inspection, no damages were observed with the marksman hub. No bends or kinks were found with the marksman catheter body. No damages or irregularities were observed with the marksman distal marker/tip. The marksman catheter was flushed, water exited the distal tip. The marksman was tested with an in-house mandrel. The in-house mandrel was inserted into the marksman hub and through the distal tip lumen without issue. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the report of catheter resistance and catheter separation/break could not be confirmed, and the cause could not be determined. No defect was found with the returned marksman catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.